Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that during the stenting of the vessel dissection, it was observed that the stent (subject device) did not open properly at the stent distal or proximal section and there was carotid artery shut down. According to the physician, the carotid artery shut down was related to the device malfunction. No additional treatment has been done at this time.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The information provided indicates that the patient had a thrombosis, although anticipated in nature was as a result of the alleged device malfunction, therefore the same assignable cause will apply to both the thrombosis and failure of the stent to open. Based on the information currently available the exact cause for this event cannot be determined.

Event description:
It was reported that during the stenting of the vessel dissection, it was observed that the stent (subject device) did not open properly at the stent distal or proximal section and there was carotid artery shut down. According to the physician, the carotid artery shut down was related to the device malfunction. No additional treatment has been done at this time.